Event description:
It was reported that the procedure was to treat a renal artery. During advancement of a 6.0 x 18 mm herculink elite stent delivery system (sds), the catheter would not cross the lesion and the shaft kinked at the guide wire exit notch. The guiding catheter, sds, and guide wire were removed from the anatomy as a single unit. After inspection, the stent was not deployed. A new herculink elite was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Device analysis revealed a tear in the outer member at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The kink was unable to be confirmed; however, the guide wire exit notch was noted to be torn which is what was likely meant to be reported by the account. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.